Event description:
Patient presented to the physician with redness around the ipg site, which was slightly raised. Due to a potential infection and seroma, the physician prescribed antibiotics. Patient presented back to the physician with continued issues at the ipg site, and the wound was not healing properly. No infection was confirmed upon examination. Physician opened the chest pocket in clinic, drained the clear fluid, performed a washout procedure, and closed. Physician prescribed an additional course of antibiotics.